Event description:
The following info was received via e-mail from co's legal dept on 1/3/2001. Allegedly, the endo clip applier malfunctioned and would not disengage from the cystic artery and caused laceration, transection and damage to the artery causing extreme blood loss.